Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection of the device confirms that the black handle had a visible crack in two locations and a fractured piece inside of the threaded hole. The threaded tip of the device shows damage to the threads and wear lines on the shaft. The guard had impact marks and had broken loose rotating around the shaft but could not be removed. The DHR was reviewed and no discrepancies were found. The root cause can be attributed to normal wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the threaded inserter broke during extraction. There was no reported harm or injury to the patient. No additional information on the reported event is unavailable at this time.